Event description:
It was reported, during an implant procedure, the device exhibited high impedance and no sensing. Additionally, noise/interference was reported on both egms. Consequently, the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): preliminary analysis confirmed the reported oversensing condition, and also revealed that there was no output without a telemetry head in place. Electrical testing revealed that excess leakage in a capacitor caused the no output condition, and contributed to the oversensing and high impedance readings.